Event description:
Event description boston scientific crm received information that this pacemaker was unable to capture the atrium at maximum output. During the revision procedure, the header was noted to be separated from the device with only the feed thru wires connecting the header to the device. The atrial feed thru wires were suspected to have been fractured as all measurements displayed through the atrial lead were within normal limits. There was no indication that ventricular therapy was affected prior to or during the procedure, and no patient effects were noted. The device was explanted and successfully replaced.